Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had a reservoir that leaked past both o-rings. The customer's mother stated that prior to the malfunction, the customer had been experiencing consecutive occasions of high blood glucose levels. As a result of the high blood glucose levels, the customer's mother stated that she changed out the customer's infusion set, where she found insulin on the bottom of the reservoir and leaking past both o-rings. The customer's mother also stated that the customer's blood glucose levels went from 383 mg/dl to 152 mg/dl after the infusion set was changed. The customer's mother mentioned that the transfer guard needle was being pushed up into the vial of insulin on some of her infusion sets. The customer's mother further stated that she removed the reservoirs from the transfer guard when filling the reservoir and then placing it back onto the transfer guard. It was explained to the customer's mother the proper way to fill a reservoir. Nothing further was reported.